Event description:
Caller reported aviva system blood glucose results of 6.8 mmol/l, 13.9 mmol/l, 3.2 mmol/l. All results within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.